Event description:
On (B)(6) 2025, a 60-year old female underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 45 days. The patient had a history of cancer and had a port in the superior vena cava (svc). Upon arrival at the hospital, the patient had a complete obstruction in their catheter port and no flow to the svc. During the thrombectomy, clot was removed with the first pass of the enthrall thrombectomy catheter (enthrall). The medical team was unable to remove all the clot from the intrhill coring element using the included element support tool and wipes, thus the medical team used forceps to remove the last pieces of clot that were adhering to the coring element. The medical team then noticed a nitinol element strut on the inthrill coring element appeared to be severed from the rest of the basket and was sticking out. The medical team attempted to resheath the device, however the wire could not be resheathed into the catheter. A new device was opened to complete the case and there was no injury to the patient.

Manufacturer narrative:
The inthrill thrombectomy catheter (inthrill) was returned to the manufacturer for evaluation. Following decontamination, a lab element support tool was used to fully open the coring element and inspect for damage. Only one strut was confirmed to be broken. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Using the forceps to remove the remaining clot from the coring element likely caused the strut to break. Manufacturer reference #: (B)(4).